Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014 the patient presented with angina. A 3.0x23mm xience xpedition stent was successfully implanted in the 90% stenosed lesion, in the proximal left anterior descending (lad) coronary artery. The patient recovered well and was discharged on (B)(6) 2014. On (B)(6) 2018, at the 4 year follow-up, information was received that the patient had expired. The cause of death is unknown. No additional information was provided.